Event description:
The pt reported that her infusion device was not delivering insulin accurately while in the run mode and set-up to delivery her basal rate. The infusion device would prime and bolus properly, but when placed in run mode the infusion device would not deliver insulin accurately. The pt's blood glucose did elevate between the 200s to 300s mg/dl. She reported a symptom of blurred vision. The pt's normal blood glucose range is 80-120mg/dl. The pt did state that the piston rod in this infusion device was over a yr old. The pt immediately switched over to her back-up infusion device. The pt performed a bolus to help correct her blood glucose .the pt was unwilling to further troubleshoot her primary infusion device. The pt did not need assistance from a healthcare professional or second party. The product has been requested for return to be evaluated.